Event description:
Report received of an underdelivery. The pump was programmed to deliver 180ml of an unspecified chemotherapeutic agent at a rate of 1mg/hr over one week. The customer stated that a week after the infusion had been initiated the pt called to report that the bag was not empty, although the pump display indicated that 160ml had infused. The pt stated, "the little black bars are marching across the screen and no alarms have occurred since the start of the infusion." The physician was notified and extended the course of therapy for an additional week due to the missed dosage. The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt effects and no medical interventions were required. Though requested, no further info was provided.